Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead were exhibiting noise and oversensing leading to pacing inhibition. The patient is dependent and was experiencing light headedness and dizziness on walks. The device was programmed doo until the root cause of the observations was determined and addressed. Boston scientific technical services discussed sensitivity and programming the device to doo to ensure consistent pacing. The patient later followed up with their clinic and was asymptomatic at that time. The root cause of the noise and oversensing was unable to be determined and the plan was to continue monitoring. The system remains in service. No adverse patient effects were reported.